Event description:
It was reported the device is falling out of av (atrioventricular) sense range at 1.0 mv (millivolts) and 5.0 mv. New batteries were tried. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found battery contact compressed and the battery release dented. (B)(4).